Manufacturer narrative:
Concomitant products: c4tr01 device, implanted: (B)(6) 2017.

Event description:
It was reported that the day following implant, the left ventricular (lv) lead exhibited dislodgement, as the lead had pulled back slightly causing diaphragmatic stimulation. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.